Event description:
Information was received from a health care provider (hcp) of a clinical study regarding a patient who was implanted with a neurostimulator. It was reported that the patient experienced worsening motor disorders that required an in-patient or prolonged hospitalization, medical/surgical intervention to prevent life threatening illness or injury or permanent impairment to a body structure or a body function, and an unscheduled clinic/office visit. The diagnostic methods included the patient reporting the worsening dystonia and difficulty moving on (B)(6) 2017. An examination was also performed on (B)(6) 2017 that resulted in an implantable neurostimulator (ins) shutdown on the same day. The etiology was noted as related to the device/therapy and not related to the implant procedure. The actions/interventions taken to resolve the event included explanting and replacing the ins on (B)(6) 2017; the device disposition / device location following the explant was noted as being unknown. The event was considered resolved without sequelae on (B)(6) 2017. No further complications were reported/anticipated.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a health care provider (hcp) of a clinical study. It was reported that the previous report that the implantable neurostimulator (ins) was shutdown was clarified as being early battery depletion. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No new information was received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) of a clinical study via a manufacturer representative (rep). It was reported that impedances were not checked and the results of the implantable neurostimulator (ins) interrogation included the following message: fin de service (end of service) - en mode arrêt (off mode). The patient's settings were as follows: left stn - slot 1(-) ¿ 2.7 v ¿ 90 s ¿ 130 hz right stn ¿ slot 5(-) ¿ 2.2 v ¿ 90 s ¿ 130 hz no further complications were reported/anticipated.